Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm while asleep receiving basal delivery. The customer's blood glucose (bg) level was 182 mg/dl, however at the time tandem technical support was contacted, the bg level had not yet lowered and the customer deliver a bolus to manage bg level. Tandem technical support reminded the customer that the auto-off safety feature can be modified or turned off and to check with their healthcare provider before modifying the settings.